Event description:
Pacer wire inserted at time of coronary artery bypass grafting. Pacer wire left in after o.r.. End of pacer wire hanging out of chest incision, post op. Pacing wire myowire (024-200). Two days post-op pt became sob-coded-chest opened. Copious blood in chest. Appeared pt had tear at graft site adjacent to pacer wire. Emergent o.r. Repair. Extensive blood loss. Pt later died.